Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Primary investigator reported via phone call that subject were experiencing high blood glucose due to kink in cannula. Blood glucose level at the time of the incident was 600 mg/dl which was treated with insulin pump. The customer experienced symptoms such as nausea, abdominal pain and vomiting. Subject's blood glucose came down when changed infusion set and insulin. The device will not be returned for analysis.